Event description:
The customer contact reported the patient received more than intended. On an unspecified date and time, it was reported that the primary line of the device was programmed to deliver ceftriaxone 2gm in 20ml mixed with 50ml normal saline, with a volume to be infused (vtbi) of 70ml, for a duration of 30 min, and delivery was started. No further programming parameters were provided. After 20 minutes, it was reported that the bag ran dry and the device reportedly alarmed appropriately. No specific details were provided. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device passed testing for delivery accuracy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed. This report represents all the information known by the reporter upon query by hospira personnel.